Event description:
During biomed testing and routine preventative maintenance of the device, the unit powered up but the display would not illuminate. The complainant indicated that there was no pt involvement in the reported malfunction.